Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose level was 450 mg/dl. Customer reported that they experienced various ranges of blood glucose level it was 50-53 mg/dl, 40 mg/dl and to 60 mg/dl. Customer eat carbohydrate for low blood glucose level. Customer reported past blood glucose level of 400 mg/dl, week before where customer was not able to calibrate the insulin pump. Customer was kicked out of auto mode due to blood glucose level. Customer offered to troubleshoot for high and low blood glucose level but they declined. The insulin pump will not be returned for analysis.